Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap gastric sleeve, the staple line was incomplete centrally. The staple line looked secure on the stomach side, but when the specimen was removed, there was noticeable tear in the specimen where there once was a staple line. The surgeon was not comfortable with the specimen looked so they went back in to observe to make sure the staple line on the stomach looked secure. They did, so they finished the procedure. No patient adverse events were reported. Current patient status is alive with no injury. No reinforcement material was used.